Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50 serial/lot: (B)(4). Description: linear 3-6 lead, 50cm a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent a revision at the midline incision as the scar opened. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the physician believed the event occurred due to disturbed blood flow to the scar.

Event description:
A report was received that the patient underwent a revision at the midline incision as the scar opened. The patient was doing well post-operatively.